Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Monitoring will be continued at this time due unrelated health concerns. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
Additional information was received that the product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the device was explanted and replaced and the pace/sense portion of the rv lead was surgically abandoned and a new rv pace/sense lead was implanted. The shock portion of the chronic rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. A series of electrical tests was also performed, and again, normal device function was observed.